Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the serial number of the effected left side device was (B)(4). Hence, field d4 has been updated on this form. Also, the replacement information was provided as follows: right: catalog number:3506504bc; serial number: (B)(6). Left: catalog number: 3506504bc; serial number: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On june 12, 2020, mentor became aware that patient will undergo bilateral replacement on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 500cc mentor memorygel breast implant and experienced breast implant rupture on her left side discovered via mammogram on (B)(6) 2019 postoperatively. On june 12, 2020, mentor became aware that patient will undergo bilateral replacement on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during a visual inspection, the device was found to be ruptured and received in four pieces. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 24, 2020, mentor became aware that the device was returned on july 13, 2020. Hence, field d10 has been updated to 7/13/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).